Event description:
An impella 5.5 device was inserted via the left axillary artery in a 88 year-old male patient undergoing aortic valvuloplasty. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. The patient was additionally receiving extracorporeal membrane oxygenation (ECMO) for hemodynamic support. ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. The patient developed a cerebral infarction following removal of the impella 5.5 device and was subsequently reported as bedridden. There were no reported signs or symptoms of cerebral infarction prior to device removal. The impella 5.5 device was successfully weaned and explanted, and the onset of the cerebral infarction was reported on day 9 following explant. Activated clotting times prior to impella removal were reportedly maintained between 160 and 180 seconds. According to the treating physician, the relationship between the cerebral infarction and the impella 5.5 device could not be determined. No treatment was administered for the cerebral infarction, as the consideration was given to the patient's advanced age. No further adverse events were reported, and the patient survived. While on support, the impella 5.5 device operated at performance level 2 with expected flows of 1.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.